Event description:
Event description guidant received information that at four days post-implant, these 4086 atrial and 4087 right ventricular leads were explanted and replaced due to unspecified patient anatomy and patient condition issues. Both leads had tissue in the helixes, and were discarded at the hospital. No adverse patient effects were reported.